Event description:
It was reported that the physician was attempting to interrogate the patient's generator and the handheld computer was freezing on the "interrogation successful" screen. The physician performed a soft reset and the issue resolved. Upon proceeding after the soft reset, the handheld displayed "error" self test failed on this program! Aborting execution immediately!" This occurred several times. This message is known to occur when the executable vns program is corrupted and can be resolved with a hard reset. Troubleshooting was performed by a manufacturer representative and the issue persisted. Handheld computer was returned to the manufacturer and underwent analysis. Upon analysis, the frozen screen issue was confirmed as it is a known issue to occur. No other anomalies were noted.